Event description:
It was reported that during removal the nurse felt resistance when removing catheter and that it stretched and broke.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter involved. Received two catheters attached to the returned pump. Visual examination of the first catheter revealed that it was received broken off at its infusion segment, and its tip was not received. The catheter was punctured at the mid-body and overstretched at the infusion segment. The second catheter was received complete and was slightly overstretched at its infusion segment. Based on this information received and the evaluation of the catheter received, the technique used in the removal of the catheter most likely contributed the reported incident. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971b). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.